Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the c-ring scope washer tubing broke (but the c-ring remained whole and attached to the c-ring slider) while in the patient, which required retrieval. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the c-ring cradle was securely attached to the c-ring wire. The scope wash tubing was broken from the c-ring cradle. The c-ring cradle component formed a complete assembly. Residual adhesive was present around the broken scope wash tubing. The break on the tubing at the adhesive junction to the c-ring appeared to have a melted surface. The c-ring next to the adhesive fillet also had a similar melted appearance. This melted suface matches the distal tubing end that was located inside the cannula lumen. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode.